Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) was attempted but not used during implant. The physician noted that the device setscrew would not advance or retract, even with the use of multiple wrenches. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.